Event description:
It was reported that the ilet user was accidentally making repeated meal announcements due to difficulty remembering whether a meal had already been announced, and the healthcare provider advised discontinuing meal announcements to prevent duplicate entries. Symptoms included hypoglycemia though the user could not recall a specific blood glucose value. Outcomes included no need for medical intervention, hospitalization, or device replacement. Investigation included troubleshooting and user education on appropriate usage of meal announcements. Investigation of this case revealed user confusion leading to duplicate meal announcements, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.